Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. A 28x28x40 was used to extend the 18x24x135 in the right iliac at the original implant. It was reported that the patient presented emergently seven years post index procedure. The limb from the right iliac was drawn up into the aorta after the right iliac dilated and there was a type 1b endoleak from that area. The 18x24x85 coming out of the bifurcate was implanted on the left side and it looked fine. The proximal aorta at the renal arteries was dilated to 29 mm, there wasn't a leak but the physician wanted to go ahead and place the cuff to prevent a future leak. It was decided to embolize the right hypogastric artery and extend the right limb into the right external iliac with a 16x10x156 and place a 32x32x49 in the proximal infra renal neck. The endoleak resolved after the repair and the patient is doing fine per the physician. No additional clinical sequelae were reported and the patient is recovering.

Manufacturer narrative:
(B)(4).